Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Caller was assisted with resetting pump, and malfunction did not recur after reset, but customer was advised to use injections as backup therapy and was sent replacement pump with updated software.